Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) and ckmb results generated by the unicel dxc 600i synchron access clinical system for two patients. Subsequent testing on a different instrument produced results within the normal reference range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through a related event of this patient. (B) (4). A device history record review is currently in process.

Event description:
It was learned through the operative report received for a related event that the device was explanted after an implant duration of approximately 1.33 months, due to endocarditis and aortic insufficiency.